Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer powers on device, and receives error 120.4610. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer powers on device, and receives error 120.4610. ¿ assisted customer to identify problem error on device 8015. ¿ informed customer the up power supply board will need repair/replacement. ¿ customer given part number to order replacement board assembly. ¿ they will call back, if any further concerns needing resolution.